Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: femoral blood oozing, numbness, leg pain. Time of symptoms/ae: after vessel closure. Information received from the consumer indicated that after cardiac stenting the left femoral arteriotomy was closed with a starclose device. The consumer stated before being moved from the cath lab they "passed out". When the spouse spoke with the md, he replied everything was ok and that his wife was just oozing some blood from the femoral artery. The consumer stated, "the moment I awoke from the stent procedure until now I have suffered incredible pain in my left leg from my groin down to my ankle on the inside of my leg, and numbness on the outside of my leg. I walk with a cane when I need to go outside, and I still crawl up stairs." The consumer reported that a pain management md prescribed nerve medications, which she had adverse side effects, and has been checked by therapists with no resolution. The consumer believes that there has been little, if any improvement in the situation in nearly a year and that the pain is so great at times it causes slight nausea. Abbott vascular contacted the md for additional information, but no new information was provided. Though requested, no additional information was available.